Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.